Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of the lay-user/patient alleging there is a large prime issue with the animas insulin pump. The patient usually loaded 140 units of insulin into the cartridge. Reportedly, on (B)(6) 2011, the animas pump required 31.7 units of insulin to prime the system. On (B)(6) 2011 at 1:15 pm, the patient had elevated blood glucose of 235 mg/dl with symptoms of dizzy, light-headed with increase thirst and urination. The patient tested negative for ketones. It is not clear how the subject pump contributed to the patient's alleged hyperglycemia at the time of concern. The patient was advised to discontinue the subject pump usage and to send the product back for investigation. There was no evidence of product misuse. The issue was not resolved with troubleshooting. This complaint is being reported because the patient had symptoms suggestive of acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history showed no indication of large prime volume. An ezprime operation was performed with no issues occurred. The pump was exercised for 29 hours with no insulin delivery issues. The complaint regarding large prime volume could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.